Manufacturer narrative:
The cartridge cap was returned with evidence of physical damage. The cap was able to be attached and removed properly. ¿ez-prime¿ steps were performed correctly and pump was exercised for 24 hours with no loss of prime occurrences. Upon review of the black box, no evidence of eaw 162 (no delivery, no prime) alarm was observed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that the patient replaced the cartridge cap and the cap was still loose on the pump; there was no visible damage noted. The patient continued to receive loss of prime related to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.